Manufacturer narrative:
No product was returned for investigation. Complaints regarding this allegation and the specific lot number involved were reviewed and showed no increase for the affected production interval. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a retraction issue with a coaguchek softclix lancet device. The date of the event is an approximation as the customer could not remember the date this occurred. The customer alleged the lancet was protruding from the end cap of the device. The customer stated the lancet was seated properly in the lancet holder; she inserted it as far as she could. The customer had difficulty priming and firing the device. On the call, the customer was able to prime and fire the device. The customer attempted to insert another lancet into the lancet holder and it fell out of the device. The customer alleged the lancet holder was defective. The lancets lot number was 10520112 with an expiration date of 31-mar-2024.

Manufacturer narrative:
Initial reporter: occupation is patient/consumer. The year is the only known part of manufacture date. We have defaulted to the first of the year. The lancet device and lancets were requested for investigation.